Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, there was gas leakage with the trocar seal. This did not affect the surgery; they used the same product for the entire operation. There were no adverse consequences for the patient.